Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was above 400 mg/dl at the time of incident. The customer stated that she tried to treat her high blood glucose with manual injection but it was not coming down. The customer stated that she took off her set out and found that a part of the introducer needle had broken off and was in the middle of the cannula. The customer also stated that the insulin pump did not receive a no delivery alarm. Explained that the insulin pump have the ability to detect occlusions. The customer stated that she was unable to troubleshoot during the call. The insulin pump will not be returned for analysis.